Event description:
Patient had a scheduled pci of the rca coronary artery. At the end of the procedure, it was discovered that the mandrel of the asahi ptca guide wire - prowaterflex 180cm was separating from the shaft of the wire. The guide wire was removed and the procedure was completed.